Manufacturer narrative:
The reported event was confirmed. Evaluation found breakage at the tip of the tigertail. However, the broken tip was not returned for evaluation. The reported event was confirmed as supplier related issue. The reported event which is related to material fragmentation is considered as part of defective component issue. The potential root cause for this failure mode could be, ¿defects component from supplier¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction for use 1. Method of use dispense after single use and do not reuse since the device is a disposable product intended only for single use. 2. Precaution of use 1) inserting the ureteral catheter, especially without the stabilizing support of a guidewire, be aware that ta malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, consider retrieval with an endourology grasping device 2) do not withdraw ureteral catheter while it is deflected in endoscopy. It is possible that the catheter may dissected or fracture. 3) avoid sharp bending 4) do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter."

Event description:
It was reported that there was no black mark on the tip of the tiger tail catheter. This event was confirmed by anesthesia again if it came of during the operation. The other party was aware that was not attached from the beginning but it was required to thoroughly investigate and specify whether it was peeled off or not from the beginning. Per follow up via regional partner on (B)(6) 2020, it was unknown whether the black mark peel off after used on the patient or before used on the patient and per follow up via regional partner on (B)(6) 2020, the cystoscopy and the ureteroscopy were performed, but the tip was not found.

Event description:
It was reported that there was no black mark on the tip of the tiger tail catheter. This event was confirmed by anesthesia again if it came of during the operation. The other party was aware that was not attached from the beginning but it was required to thoroughly investigate and specify whether it was peeled off or not from the beginning. Per follow up via regional partner on 16nov2020, it was unknown whether the black mark peel off after used on the patient or before used on the patient. Per follow up via regional partner on 03dec2020, the cystoscopy and the ureteroscopy were performed, but the tip was not found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no black mark on the tip of the tiger tail catheter. This event was confirmed by anesthesia again if it came of during the operation. The other party was aware that was not attached from the beginning but it was required to thoroughly investigate and specify whether it was peeled off or not from the beginning.